Event description:
It was reported that the video system center had error code e105 and e107 occurred during set up for the hernioplasty therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.